Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refractive outcome of one to two diopters off target. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).